Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a revision performed because the leads came out. The patient had the original implant done a week prior. The patient was unable to turn on the implantable neurostimulator (ins) in post-op. Before the patient got out of recovery one of the leads had slipped. X-rays showed the lead migration. The lead was anterior and was lying on the dorsal nerve roots, which was causing pain and spasms in the patient¿s right leg. The healthcare provider (hcp) was going to reposition the lead but when he got in he decided to redo the whole system. The patient was alive with no injury at the time of this report. They were advised to not turn stimulation on until the day after the revision. They were going to keep it off until a follow-up appointment with the hcp. It was clarified that nothing was explanted or replaced; only the leads were revised. The patient was informed that she could use her patient programmer (pp) and implantable neurostimulator recharger (insr) that she already had. During post-op, the patient was getting good stimulation in desired areas with no pain or spasms.